Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 3. Details of surgery: ridge augmentation. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.